Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing her insulin pump and she received an alert to change the battery. After that, the customer continued the set change and received a no delivery alarm. Customer's blood glucose was 136 mg/dl. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the alarm is not recurring and the issue has not been resolved. Customer stated that the insulin did not exit during manual plunger push. Troubleshooting was performed and customer stated that the pump did not alarm no delivery with manual prime. It was found that the customer was using expired sets and an expired reservoir.